Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, the device does not turn on. A review of the downloaded receiver log did not find any errors relating to the issue. Functional testing was performed and the test failed. Further evaluation of the device was performed by opening the receiver cause which resulted in an activated moisture detection sticker; therefore the reported event of the receiver being warm was confirmed. The root cause was determined to be moisture damage. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states "keep the receiver dry. Do not spill fluids on it or drop it into fluids."

Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report the receiver was very warm on (B)(6)2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).